Manufacturer narrative:
(B)(6).

Event description:
Information was received that the administration set for a pump tubing was leaking at the air filter during use. Line appears to be cracked. No reported adverse effects.